Manufacturer narrative:
Name and address- phone: (B)(6). PMA/501(k) #- exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, when testing the uncoiled device prior to a urinary stone extraction, an ngage nitinol stone extractor would not open. No damage was observed to the device. Another device was used to complete the procedure. The patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary: as reported, when testing the uncoiled device prior to a urinary stone extraction, an ngage nitinol stone extractor would not open. No damage was observed to the device. Another device was used to complete the procedure. The patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation: a visual inspection and functional test of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record (DHR), the instructions for use (IFU), manufacturing instructions, and quality control procedures. The device was returned for investigation in an opened pouch without the shipping tray. The handle would not actuate the basket. The handle was disassembled, and the basket would still not deploy manually. The yellow support sheath and basket sheath were both bent. It is likely the sheath bends were preventing the basket assembly from moving freely within the basket assembly. A document-based investigation evaluation was performed. No related non-conformances were recorded. Three additional complaints were received for this product lot, two of which, reported under manufacturer report #s 1820334-2022-01317 and 1820334-2022-01320, describe the same failure mode. A common cause could not be found for these complaints. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the available information, cook has concluded that the cause for this event could not be established. Excessive force may have been inadvertently applied to the device; however, no information was known regarding device handling, therefore the cause of the issue could not be conclusively determined. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.